Event description:
Reporter alleged the blood glucose monitoring device generated a result outside the reading range of the meter. Reporter stated the device measured a glucose of 600 mg/dl and a retest measured 700 mg/dl which is outside the meter's reading range. Reporter indicated not thinking the reading was correct and compared to another meter to obtain a result of 250 mg/dl. Reporter stated no actions were taken and no treatment was received as a result of the alleged reading. A request was made for the return of the suspect device and replacement product was sent.